Manufacturer narrative:
The pod was observed to be in the not deployed state. The device data showed that the device had delivered 0 pulses and no alarms were generated. The device was in pod state 15 signifying that it had been deactivated before first prime could commence, preventing the device from deploying. The device was reset and activated with a pdm. The needle mechanism successfully deployed and a bolus of 5 units was delivered. No timeouts or drive stalls were seen in the device reset data. The cause of the device deactivation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.